Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) observed instrument leaking from worn tubing at the peristaltic pumps (pm1 and pm2). He replaced the tubing to both pumps and verified that the instrument was working as expected under normal operating conditions. The issue was resolved. Identified failure mode: worn tubing at pm1 and pm2. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported an instrument leak when using the coulter act diff 12 analyzer. The customer reported that less than 1 ml of fluid leaked from the right side and was contained inside the instrument. The operator was wearing gloves, lab coat and goggles when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.